Event description:
I went to the hospital in (B)(6), from my major parts in my lower right side, radiating down the inside of my leg, going around the bottom of my back. When I was at the hospital, they did ultrasound and a CT scan which showed a migrated filshie clip. I went to the doctor that put the clips on me to let him know one migrated and is causing me major pain. The doctor just said the clips don't migrate basically that I and hospital were liar. Then he went on to telling me I needed to get on birth control pills and I am about to be (B)(6). I don't understand why the dr would try to put me on birth control or to try to put another foreign object in my body when my body is trying to get these out obviously. I have been in major pain for about 2 years now. I had the clips put on back in 2010. I wish I would have been told about all the side effects before having these put in my body. The dr that did my surgery did not explain any of this to me. It is not fair that I have to deal with this on a daily basis. Some days I can hardly stand up straight or walk. This month I have had my period three times and went back to the ER again yesterday because I was in major pain. The doctor that did my surgery never told me he did not remove the clips. When I went to see him back in (B)(6) after finding out one migrated at the hospitals, that's when I found out he didn't remove them and not many doctors will. It is not fair for someone to put something in your body and you body try to reject it and now they won't remove it. Now I have metal floating around in my body hitting all my insides down there cutting me up. When I went to the hospital they took very many ultrasound pictures. They also told me I had a ton of scar tissues and which I never had before these clips were put in. They said I could possibly be getting endometriosis. I mentioned that to the dr as well, and he said that was not true. He said I was not true that I had a clip migrated and he said it was not true that I keep having ruptured ovarian cyst. I got all the paperwork I needed from the hospital yesterday stating all of the above that has happened to me with these clips. I wish they would take these off the market before they continue to hurt other women.